Event description:
Information was received that reported a patient was hospitalized in 2008, due to an incident of hypoglycemia. Per the reporter at patient's pump alerted the patient to check her blood glucose at 11:09pm the day before then again at 12:37am on 11/01. At 12:41, a blood glucose of 49 mg/dl was recorded. The patient had a glass of milk. At 2:47am, a blood glucose of 54 mg/dl was recorded and the patient was given an injection of glucagon and 911 was called, the patient was transported to the hospital via ambulance. At 3:03am, the pt had a blood glucose of 104 mg/dl and at 7:00am the patient had a blood glucose of 125 mg/dl. Reportedly during the event, the patient had dyspnea and may have had a seizure. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.